Manufacturer narrative:
The subject device was returned and visually evaluated. The back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and not returned with the sample. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first reported complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in november of 2017. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components on the distal tip from forces applied to the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the optifix fixation device stopped firing after the first fastener was deployed. There was no patient injury reported. The subject product was returned and it was noted during the preliminary evaluation that the barrel insert had detached and was not returned with the device. A follow up with the user facility was made. It was further reported that the device would not fire correctly so the surgeon tried to reset the device by firing outside of the patient. At that time the tip became detached from the device. The or tech threw the detached piece away following the case.